Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, error code 5 was displayed with two devices. One of the device's blade was broken off outside the patient. As the blade was broken off out of the patient, no piece was left inside the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.